Event description:
It was reported that the pt came into the clinic for his activation and was not able to hear sound. He also had pain in his jaw and tongue. A CT scan showed that the electrode was not inserted into the cochlea but was instead inserted into the middle ear and eustachian tube. Testing showed that the device worked properly. In 2009, a repositioning surgery was carried out. A post surgical CT indicated that a full insertion was not obtained. The surgeon was concerned that the array had bunched up in the basal end. At initial activation no auditory percept was obtained on channels 10-12, channel 9 resulted in non-auditory percept, was obtained on channels 10-12, channel 9 resulted in non-auditory perception. During psychophysics the pt reported hearing clicks and noise as opposed to tonal stimuli. Art responses were recorded on channels 1-5. The pt is currently using a 5 channel map (channel 1-5). Channels 6-8 have been introduced into the map in various combinations but quality was reported best with 1-5. At the initial stimulation he had no speech perception abilities but at follow-up showed closed set speech perception and could follow speech fairly well with visual cues.

Manufacturer narrative:
The device was repositioned. The complaint will be investigated and the result will be submitted as a follow up report.